Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on morning in (B)(6) 2018 and blood glucose was possibly 350 mg/dl. The customer's blood glucose was in 300 to 400 mg/dl rage and current blood glucose is 157 mg/dl. The customer treated their high blood glucose with insulin pump and syringe, intravenous. The customer reported that insulin pump was suspended. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer allege insulin pump was under delivering. The insulin pump will be returned for analysis. The infusion set and reservoir will not be returning.